Event description:
Dr performed a conjunctival graft procedure. The operating room staff prepared the amino cv allograft, following the instructions enclosed in the packaging. After the pt was taken to the recovery room, another surgeon was examining the remaining graft material and questioned whether or not there was a backing attached to the graft. The operating room staff immediately contacted company and was informed that there was indeed a backing to be removed prior to implanting the graft. The pt was immediately taken back into the operating room where the backing was removed from the graft and then the graft was repositioned in the eye. Later in the morning, the operating room staff called and requested that the instructions be faxed to the center. The instructions that were faxed to the center were different than those enclosed in the original packaging. Dr originally learned of this product during a course at hospital in late 1999. The video presented at the time talked about hydrated tissue and mentioned nothing of a backing. When the instructions did not state that was a backing, dr had no reason to believe there was a indeed one on the graft. The instructions never mentioned a backing to be removed.